Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of "fc810:11" or any ail related issues. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history during product evaluation, but not duplicated. Therefore, the root cause of the reported problem could not be determined. The air in line printed circuit board's calibration was verified and the tubing channel cleaned as a precaution. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 810:11. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.